Event description:
A malfunction was reported on the customer's pump following a zipline event. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as backup therapy. Tandem technical support decided to replace the pump, ensuring it comes with updated software. The customer was informed about necessary storage measures and given instructions for returning the faulty pump. They were also advised on how to handle the new pump and updates when using a g7 sensor, with training resources made available through their tandem source account.